Manufacturer narrative:
PMA/510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date of 2007, the patient underwent an unknown procedure due to crushed second toe on the left foot. The patient complained and believed that the three screws implanted in his toes are backing out and are causing him discomfort. On an unknown date of 2011, only one screw was removed. The patient is planning to see a doctor to have the other 2 screws evaluated and removed. This complaint involves three (3) devices only. This report is for (1) unk - screws: trauma. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code e2402 used to capture injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2021 the patient underwent removal surgery of the unknown foot screws in question. The patient believed that the screws were embedding deeper into the bone, causing the tips to protrude more and causing pain. The screws were originally implanted on an unknown date in 2007. One screw was removed from the patient on an unknown date in 2011. The remaining two screws were removed on (B)(6) 2021 and no new screws were implanted. The patient reported that his pain was significantly better after removal. There is no further information available.